Manufacturer narrative:
Through follow-up communication with the customer, livanova (B)(4) learned that all devices are still in use and the patient is stable. The customer reported that treatment is planned to continue for the foreseeable future. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: through follow-up communication livanova learned that patient developed an aortic pseudoaneurysm requiring surgery in (B)(6) 2017. Intraoperative samples tested positive for mycobacterium chimaera. He was treated with antibiotics and underwent another heart surgery in (B)(6) 2018. New information provided does not represent a change for the investigation.

Event description:
See initial report.

Manufacturer narrative:
Livanova (B)(4) received update information on the affected patient. This report is related to an event involving a male patient, date of surgery (B)(6) 2015, (B)(6) tested on (B)(6) 2017, patient is still on treatment. Through follow up communication, livanova (B)(4) learned that (B)(6) is still unable to confirm the exact devices used in the surgeries due to a lack of device tracking when the adverse events occurred. (B)(6) replaced contaminated 3t heater cooler unit devices with new devices in 2017. Through further follow up communication, livanova (B)(4) learned that lab test results on the case of patient infection could be retrieved and that growth tests were performed. The devices were cleaned regularly per the IFU and were placed inside of the operation theater during use, with the fan of the device positioned away from the patient and an unknown distance between the surgery field and the device.

Manufacturer narrative:
From a follow-up communication livanova (B)(4) learned that the serial number of the device associated with this adverse event is unknown, also the event date could not be verified. It was stated from the facility that the cleaning and disinfection procedure is performed every 14 days, and that the water is changed on a weekly base. From a further followup communication related to another complaint from the facility revealed that the heater cooler systems 3t are placed inside the operating theatre during the surgeries, and that the fan of the devices is positioned in opposite direction of the surgical field and towards the outflow air vent of the operating theatre. The distance between the surgery field and the device was estimated to be 8 feet. The latest follow-up communication revealed that all heater cooler systems 3t of the facility are in use and have been upgraded with the retrofit vacuum system. Livanova (B)(4) will close this complaint, however, should any pertinent additional information be received it will be added to this complaint. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.

Manufacturer narrative:
Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a patient was found to be infected with mycobacterium chimaera. A heater-cooler system 3t was used during the procedure.